Manufacturer narrative:
There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6), united states. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported error and observed the noise. After lubricating the unit without success, the erc was replaced with another unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm displayed an error related to defective unit and was squeaky. The issue occurred at set-up. There was no patient involvement.

Manufacturer narrative:
Complaints database review pointed out no further issues have been submitted for this unit since its installation in 2023. In addition, no concerning trend has been detected for this specific issue. Based on the investigation performed for similar cases and considering that the unit was affected by: - residues of dried fluids on the shafts, which obstructed the movements and generated noise; - wear of the unit ball bearing, a common cause cannot be excluded. The exact root cause cannot be determined and most likely the issue is associated with the mechanical components of the clamp. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.